Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, blockage and death occurred. The initial procedure was emergent due to non-st segment elevation myocardial infarction (nstemi) and shortness of breath. The 80% stenosed target lesion was in the proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm non-bsc balloon catheter inflated to 12 atmospheres (atms). A 2.75x32mm taxus express2 drug eluting stent was deployed in the target lesion at 14 atms. The stent was postdilated with a unknown sized non-bsc balloon catheter at 12 atms. The patient received integrilin, heparin, and angiomax. The patient received 300mg plavix post procedure. The patient was not discharged. 6 days later, the patient experienced a "big bump" in his lab values (specifically ck and troponin levels) indicating that another mi had occurred. The patient denied chest pain, so the decision was made to delay reintervention until the following day. It was discovered at that time that the lad was 100% occluded. A balloon pump was inserted and the patient transferred to another facility for surgery but "didn't make it to surgery" and the patient died on an unspecified date.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.